Manufacturer narrative:
(B)(4) - explant of intraocular lensall pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. The production order was not produced under deviation. There were no process and / or material changes within the production order number. There were no nonconformances with respect to the sterilization process. Optical measurement was performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no complaint related environmental monitoring related nonconformances when the production order number was manufactured. There were no associated nonconformity material reports or nonconformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the lens was explanted in a secondary procedure. It was stated that the lens had changed position after implant. The doctor felt that the lens was the wrong power for the patient and ordered and replaced the lens of the same model with a stronger power. It was reported that the lens was cut out and disposed. It was reported that the patient is doing ''wonderfully well''. No vitrectomy and no patient injury were reported.